Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
As reported by rep: "infected hip. All removed".

Manufacturer narrative:
An event regarding infection involving an accolade stem. The event was not confirmed. Method & results: -product evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were returned for review. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. There has been 1 other similar event for the sterile lot referenced. A review of both the sterilization data and microbiology data was performed for this sterile lot commonality. It was identified that the sterilization data was within specification and no microbiology excursions were noted for this lot and as such no further review is required. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: unitrax modular endo head 44mm ; cat# 6942-5-044; lot# 5m78nk unitrax v40 sleeve +0mm (std); cat# 6942-6-065; lot# 70136001 sm.univ.cement restrictor w/di; cat# b000-1185; lot# 6m9408 simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mjz046 simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mjz046 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported by rep: "infected hip. All removed".